Manufacturer narrative:
(B)(4). The two complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that both complaint devices, the chamber dome was cracked. Additionally for one chamber white residue was present above the cracks as well as on top of the chamber dome. For the other chamber, white residue was present on the exterior of the chamber dome. One of the residue marks by the chamber port appeared to have a finger print embedded. A lot check revealed no other complaints of this nature for lot 131210. Conclusion: the white residue on the devices and the finger print embedded in the residue indicate that the chambers were in contact with a solution containing alcohol which resulted in stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber including a check for cracks in the chamber dome. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient (B)(4).

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290v humidification chambers were found to be cracked and leaking at the seal during use. No patient consequence was reported.